Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Reporter¿s last name was not provided for reporting. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated screwdriver was found broken in the tray. It is unknown where or when the screwdriver was broken. There was no reported patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in several system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and missing; fragment is approximately 3.5mm long x 4.5mm in diameter. No definitive root cause was able to be determined however the complaint condition is typically associated with rough handling and/or the application of excessive forces during screw insertion. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.